Manufacturer narrative:
Failed +ve terminal pogo pin. Upon receipt, the device could not be powered on. The investigation revealed the +ve terminal pogo pin was shorter than the other pogo pins and could only spring back partially into position. Disassembly of the pin revealed its spring had collapsed, leading to the failure of the pogo pin, intermittent connection between the device and pad-pak, voltage fluctuations and low batter fails.

Event description:
Memory is full. No patient involved.

Event description:
Memory is full. No patient involved.